Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it was reviewed and mrr #(B)(4) was found on p/n 357.366 lot #4787691 for white spots on bottom on (1) out of (11) parts. The quality engineer accepted the part conforms because the spot will not affect function of part. Visual feature does not deter from product quality. This nonconformance is not relevant to the complaint condition because the issue is visual. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records for the updated lot number was completed: the device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. A product development evaluation was completed: one part 357.366 was received in two pieces. The knob was broken off the main body, and there were numerous scratches on the instrument. The returned device shows regular use during its ten year lifespan, with numerous scratches and hammer marks on the body. There have been three design/drawing updates that have affected the form and function of the knob. This complaint is confirmed. The drawing the part was made to as well as the current drawing for the device(s) were reviewed. Three updates to the design/drawing have occurred that affected the form and function of the pin and knob, including increasing the strength of the pin. Wear and the design both contributed to the complaint condition. This complaint condition is likely a result of method of use, instrument age, as well as possibly the device¿s design (as evidenced by the design updates following the manufacture of this device). The current design is determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic from the screw tore off from the middle post that allows the screw into the insertion handle of the angle guide for the trochanteric fixation nail (tfn) helical blade. It was found in sterile processing. The reporter was not certain when the event occurred. This is report number 1 of 1 for (B)(4).